Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using pod8 coils. During the procedure, while deploying a pod8 coil into the target vessel, the physician noticed that the coil was not deploying properly in the vessel and decided to remove the coil. The physician then placed a vascular plug in the patient and attempted to re-deploy the same pod8 coil; however, the coil was unable to advance out of its introducer sheath. The procedure was successfully completed using a new pod8. There was no report of an adverse effect to the patient.